Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that as they were infusing the third bag of stem cells at 999 ml/hr for a stem cell transplant, the lvp was alarming "patient side occlusion" however, the rn could not find any kinks or issues with the patient¿s line. When she opened the pump door, she discovered that the tubing was compressed/flattened inside the pump. She then switched the pump and tubing and had the same issue again. As a result, the patient did not receive all of the ordered and intended stem cells.